Event description:
The customer reported that while running an htlv-I assay, the summit sample handler, failed to deliver sample to part of row a on plate on secondary rack. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.